Event description:
It was reported that prior to star a davinci si surgical procedure, the customer noted a 'broken cable' on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed with another instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the conductor wires were intact and undamaged, but the drive cable was found to be frayed. One grip close cable was found frayed near the proximal clevis cable. Frayed strands stick out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.